Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. The motor was tested outside of device and passed. The drive support disk was inspected and no anomalies noted. Unit received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia on (B)(6) 2018 at 8 am due to possible over delivery of insulin . The customer stated that he had low blood glucose levels of 1.0 mmol/l at the time of incident. The customer stated that the insulin pump stopped working. The customer stated that the current blood glucose level was 13.0 mmol/l. The customer stated that he treated the current blood glucose with tablets and food. The customer stated that he had been experiencing low blood glucose levels since (B)(6) 2018. The customer stated that he was given manual injection and peanut butter. The customer stated that he was wearing the insulin pump at the time of hospitalization. The customer stated that he was admitted due to low blood glucose levels. Troubleshooting was performed. The customer stated that he was unable to describe any possible damage to the drive support cap. The customer stated that the insulin pump may have overdeliver insulin due to low blood glucose levels. The customer stated that he was disconnected during the prime. Troubleshooting was not completed during the call therefore the root cause of the customer's blood glucose issue could not be determined. Product is expected to return for analysis.